Event description:
The facility reported a colleague infusion pump with an air detection alarm. This condition has the potential to be a false alarm. It is unknown when this condition occurred. The event occurred in the chronic care department. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an air detection alarm was confirmed during product evaluation in the service documentation review. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Battery failure code 199:xx had cleared the pump's event history log. The primary issue found by service was depleted main batteries and that was determined to be the root cause of the reported condition. The main batteries and battery harness were replaced to correct this condition.